Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, following intraocular lens implant procedure, the implanted iol turned green. Additional information was received stating, glistening is observed. For the moment the iol will not be explanted.

Manufacturer narrative:
Photos were provided. The iol does appear green in the provided photos. Concentric rings were clearly seen which are representative of a complaint model lens. Other than color no iol abnormalities were noted in any of the images. No root cause of the patient reported decreased vision can be ascertained from the images. The manufacturer internal reference number is: (B)(4).